Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19617. It was reported the pt did not recharge the ipg as recommended. As a result, the ipg is depleted. It was also reported the "wire came out" in her spine. The pt also reported genitourinary tract infections. Surgical intervention is pending.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.